Event description:
Pt undergoing double balloon endoscopy, antegrade approach, with a fujinon double-balloon enteroscope system. The overtube balloon failed to completely collapse and was removed from the pt while remaining inflated during instrument withdrawal from the pt. The balloon-pump controller failed to detect (or sound alarm) that the overtube balloon was still inflated while the instrument was being withdrawn. No serious pt complications noted. Manufacturer has been contacted. Other info: manufacturer month: 03/2010. Sterilization # (B) (4).